Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had pump error hardware low level failures. Customer blood glucose level was unknown. Customer also stated that the pump error was occurred during self-test and was able to successfully clear it. The device will be returned for analysis.